Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) and stenting procedure, a balloon separation occurred. The 50% stenosed and densely calcified de novo lesion was located in the moderately tortuous, 10 mm left iliac artery. Access was obtained via the left femoral artery and another MFR's 10mm x 40mm stent was successfully deployed. The ultra-thin diamond 10mm x 4mm x 75mm balloon catheter was advanced for post-dilatation of the stent and inflated twice for 10 seconds on each inflation. The number of atms the balloon reached on each inflation is unk as the physician made each inflation with an unk sized syringe. While applying negative pressure with the syringe, the physician attempted to withdraw the balloon; however, resistance was encountered. Upon attempting to withdraw the balloon using force, the balloon separated from the shaft of the device. The physician attempted to retrieve the detached balloon with a snare device but was unsuccessful. Access was gained via the right groin and, utilizing a contra-lateral approach, the physician was able to deploy another MFR's 9mm x 60mm stent to successfully trap the detached balloon to the vessel wall. No further intervention was required and it was noted that the physician has no future plans to retrieve the detached balloon in a subsequent procedure. The pt's status is reported as "fine" and it was noted that the pt was discharged the following day.